Event description:
It was reported that while trying to set up this fogarty catheter, it was found to have a hole in the balloon. Thus it was not able to inflate. There is no patient injury reported. Patient demographics were requested but not available.

Manufacturer narrative:
One 120804f was returned for evaluation. The reported event of balloon leakage was confirmed. Balloon latex appeared to have deteriorated and leakage was observed through the holes on the balloon. Proximal windings were removed to match balloon edge. Balloon edges did not appear to match. Per eas 556 rev.bq, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." Both balloon windings were intact. No other visible damage was observed from catheter body. A CAPA is currently open for this issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.